Manufacturer narrative:
(B)(4). Batch # p55y7j. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the third firing, the doctor fired the reload, opened the stapler to remove the reload and noticed a few of the staples hadn't engaged and the staple line came apart in the middle of the staple line. The doctor oversewed the staple line with silk suture. The doctor continued to use the same stapler to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/20/2018. Batch number: p55y7j. The analysis results showed that one gst60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.